Event description:
It was reported that the tip of the device was bent while at the user facility. No further information was provided regarding the reported event.

Manufacturer narrative:
It was reported that the bent tip of the device was not associated with a patient procedure. Therefore this adverse event report was filed in error, as there is no potential for inaccuracy.

Event description:
It was reported that the tip of the device was bent while at the user facility. No further information was provided regarding the reported event.